Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped (B)(6) 2019 and replaced due to oversensing noise and a high out of range pacing impedance alert was observed. The patient's generator was also replaced as it was close to normal elective replacement (eri). The patient was stable, before, during and after the procedure.